Event description:
Event description guidant received information that this chronic transvenous atrial lead was exhibiting a high, out of range pacing impedance measurement. Visual inspection confirmed a fracture in the conductor coil near the entry site of the vein. This lead was capped. Another transvenous atrial lead was attempted at implant, but was not used due to electrode end damage. No adverse patient symptoms were reported.